Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/extreme pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (due to a severe rash where any jewelry containing nickel touches her skin.) And general anesthesia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea") and was found to have uterine leiomyoma ("tiny, posterior fibroid"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding ("heavy uterine bleeding/abnormal bleeding"), arthralgia ("joint pain"), rash ("rashes/rash that began on her legs/rash on her feet/skin rash"), fatigue ("fatigue"), loss of personal independence in daily activities ("unable to work for a week"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), pollakiuria ("intermittent urinary frequency"), poor quality sleep ("poor quality sleep"), cognitive disorder ("cognitive symptoms") and pain ("trigger points") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abnormal uterine bleeding, arthralgia, rash, weight increased, fatigue, nausea, loss of personal independence in daily activities, uterine leiomyoma, fibromyalgia, heavy menstrual bleeding, abdominal pain, pollakiuria, poor quality sleep, cognitive disorder, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, alopecia, arthralgia, cognitive disorder, fatigue, fibromyalgia, heavy menstrual bleeding, loss of personal independence in daily activities, nausea, pain, pelvic pain, pollakiuria, poor quality sleep, rash, uterine leiomyoma and weight increased to be related to essure. The reporter commented: approximately 1 coil was noted to trail in the cavity. The same procedure was repeated on the contralateral side and there were 2 coils trailing into the cavity. Diagnostic results: on (B)(6) 2014, transvaginal ultrasound was performed that showed a ¿tiny, posterior fibroid¿ but otherwise a normal scan. A biopsy was performed but the cause of the rash was indeterminate. On (B)(6) 2018, metal patch testing on revealed allergy to nickel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ extreme pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (due to a severe rash where any jewelry containing nickel touches her skin.) And general anesthesia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea") and was found to have uterine leiomyoma ("tiny, posterior fibroid"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding ("heavy uterine bleeding/abnormal bleeding"), arthralgia ("joint pain"), rash ("rashes/rash that began on her legs/rash on her feet/skin rash"), fatigue ("fatigue"), loss of personal independence in daily activities ("unable to work for a week"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), pollakiuria ("intermittent urinary frequency"), poor quality sleep ("poor quality sleep"), cognitive disorder ("cognitive symptoms") and pain ("trigger points") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abnormal uterine bleeding, arthralgia, rash, weight increased, fatigue, nausea, loss of personal independence in daily activities, uterine leiomyoma, fibromyalgia, heavy menstrual bleeding, abdominal pain, pollakiuria, poor quality sleep, cognitive disorder, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, alopecia, arthralgia, cognitive disorder, fatigue, fibromyalgia, heavy menstrual bleeding, loss of personal independence in daily activities, nausea, pain, pelvic pain, pollakiuria, poor quality sleep, rash, uterine leiomyoma and weight increased to be related to essure. The reporter commented: approximately 1 coil was noted to trail in the cavity. The same procedure was repeated on the contralateral side and there were 2 coils trailing into the cavity. Diagnostic results: on (B)(6) 2014, transvaginal ultrasound was performed that showed a ¿tiny, posterior fibroid¿ but otherwise a normal scan. A biopsy was performed but the cause of the rash was indeterminate. On (B)(6) 2018, metal patch testing on revealed allergy to nickel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: this case become serious incident. Mr received. Reporter information, explant date and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.